Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The insulin would squirt out during the manual prime. The customer would rewind and start over but the same thing would happen again. The customer had also changed the reservoir. The customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.